Event description:
It was reported the patient presented for a pump refill where it was noted the pump had flipped within the pocket. The healthcare provider (hcp) was able to reposition and complete the refill on the pump. The severity was indicated as mild and the outcome resolved without sequelae (B)(6) 2014. The pump was used to deliver dilaudid, clonidine and compounded baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).